Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient emailed questions regarding the tones to guidant's web-based customer service, which failed to provide a response in a timely manner. However, the device was interrogated and found to be at elective replacement indicator (eri). This device was in service for 47.7 months. The physician elected to replace this device with a different guidant ICD. The patient reported dissatisfaction with guidant's web-based response system to his written observation of beeping tones.